Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2012. During the procedure, as the surgeon was trying to impact the acetabular liner, the inserter fractured. The procedure was completed with no injury to the patient or significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert for the related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage". Review of the returned device found fracture artifacts consistent with a fast fracture. The user facility was notified of the event on (B)(4), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.